Event description:
During posterior lumbar interbody fusion procedure at l4-s1, while trying to load the screw, the threaded portion of the holding sleeve broke off in the head of the screw. The surgeon used another holding sleeve and screw and completed procedure without further incident. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and there was a broken thread piece from the returned holding sleeve in the polyaxial screw thread recess. There was no other damage evident on the part. The polyaxial screw was damaged by the holding sleeve thread breaking off inside the screw thread recess and there is no issue with the screw design. Therefore, this complaint is invalid from a manufacturing standpoint.

Event description:
This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development evaluation, not a manufacturing evaluation, was performed on the returned device. The complaint is invalid from a design perspective. Placeholder.